Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 14-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was inserted. Consumer had nickel allergy. She also had cardiac arrhythmia, an iud inserted earlier had to be removed because of hormones/complaints. On an unspecified date the consumer experienced arrhythmia, polyp in the uterus (this was removed surgically last year), high white blood cell count, rash, itching skin, increase or heavy blood loss during menstruation, gastro-intestinal complaints, legs pain, abdomen pain, head pain, nausea, tiredness, insomnia, mood swings, brain fog, hair problems, vagina fungal infection, excessive sweating, tingling (hands, feets, legs and arms), poor resistance, the whites of her eyes were not clear, intestines were upset, lot of blotches on the face/pimples, and cysts at various places in the body. Essure, two fallopian tubes and uterus was removed on (B)(6) 2015. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain. Essure, two fallopian tubes and uterus was removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 21-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain. Essure, two fallopian tubes and uterus was removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.